Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported when plugged, it does not register and message said contact olympus during set-up involving an olympus autoclavable camera head. There was no patient injury reported.